Event description:
Patient accidentally injected 40 units of novorapid instead of ryzodeg [accidental overdose]. Patient accidentally injected 40 units of novorapid instead of ryzodeg as both pens were same colour (silver) [device colour issue]. Patient accidentally injected 40 units of novorapid instead of ryzodeg [wrong product administered]. Case description: this serious spontaneous case from australia was reported by a consumer as "patient accidentally injected 40 units of novorapid instead of ryzodeg (accidental overdose)" with an unspecified onset date, "patient accidentally injected 40 units of novorapid instead of ryzodeg as both pens were same colour (silver) (device colour issue)" with an unspecified onset date, "patient accidentally injected 40 units of novorapid instead of ryzodeg (wrong product administered)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novopen 6 (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart 100 u/ml) (regimen # 2 40 units) from unknown start date for "drug use for unknown indication", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication". Patient age, height, weight and body mass index updated. Dosage regimens: novopen 6: novopen 6: novorapid: ryzodeg penfill 100 u/ml: medical history was not provided. On an unknown date, patient who was currently using novopen 6 with novorapid and ryzodeg penfill, accidentally injected 40 units of novorapid instead of ryzodeg as both the pens were same colour (silver) and was hospitalised. This incident occurred about 4-5 months ago. Other details of hospitalization were not reported. Batch numbers: novopen 6: requested, novopen 6: requested, novorapid: requested, ryzodeg penfill 100 u/ml: requested. Action taken to novopen 6 was not reported. Action taken to novorapid was not reported. Action taken to ryzodeg penfill 100 u/ml was not reported. Event abated after use stopped or dose reduced for novorapid and ryzodeg doesn't apply event reappeared after reintroduction of novorapid and ryzodeg doesn't apply. The outcome for the event "patient accidentally injected 40 units of novorapid instead of ryzodeg (accidental overdose)" was unknown. The outcome for the event "patient accidentally injected 40 units of novorapid instead of ryzodeg as both pens were same colour (silver) (device colour issue)" was unknown. The outcome for the event "patient accidentally injected 40 units of novorapid instead of ryzodeg (wrong product administered)" was unknown. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 25-jun-2025: the suspected devices have not been returned to novonordisk for investigation. No conclusion is reached. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: reporter's causality (novopen 6) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : unknown . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : unknown . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : unknown. Company's causality (novopen 6) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : possible. Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : possible . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : possible. Reporter's causality (novopen 6) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : unknown . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : unknown patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : unknown. Company's causality (novopen 6) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : possible . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : possible . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : possible. Reporter's causality (novorapid) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : unknown . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : unknown . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : unknown. Company's causality (novorapid) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : possible . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : possible . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : possible. Reporter's causality (ryzodeg penfill 100 u/ml) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : unknown . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : unknown . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : unknown. Company's causality (ryzodeg penfill 100 u/ml) - patient accidentally injected 40 units of novorapid instead of ryzodeg(accidental overdose) : possible . Patient accidentally injected 40units of novorapid instead of ryzodeg as both pens were same colour (silver)(device colour issue) : possible . Patient accidentally injected 40 units of novorapid instead of ryzodeg(wrong product administered) : possible . Investigation results name: novopen 6 #1, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen 6 #2, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid, batch number: unknown no investigation was possible, because neither sample nor batch number was available name: ryzodeg 70/30 penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following. Investigation results updated device tab: is non reportable and malfunction fields updated to no EU/ca tab: final report check box ticked, expected date of follow up was removed device addendum tab: annex b c d g codes updated company causality updated narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 26-aug-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Considering the nature of events, accidental drug overdose and wrong drug administered could be related to product handling error. H3 continued: evaluation summary name: novopen 6 #1, batch number: unknown no investigation was possible, because neither sample nor batch number was available.